Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the surgeon inserted a cq2015 collamer three-piece lens but the injector plunger overrode and tore the lens. The lens was cut and the incision was enlarged slightly to remove the lens. Sutures were not required.